Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the right ventricular lead exhibited loss of capture in bipolar and high thresholds in unipolar configurations. An increase in lead impedance was also noted. The patient would be monitored.